Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey it was reported that, the patient faced infusion set tubing detachment event on 02-nov-2024. Detachment took place at the connector. Site of insertion was abdomen. Infusion set was in use for less than a day. No further information available.